Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the visera video system center exhibited endoscope image occasionally appears or disappears. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, where the reported failure was confirmed. The root cause could not be determined. However, the investigation suggests that the image distortion was most likely caused by poor contact due to corrosion at the video connector terminal, resulting from a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.

Event description:
No additional information received from the customer.